Manufacturer narrative:
Other applicable components are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had a return of symptoms, and the patient was taking more medications to try to resolve the issue at the nurse¿s direction. The patient didn¿t have the programmer with them. It was reviewed that they needed to confirm the screens with the programmer and turn stimulation on as they believed it may have shut off. The patient was experiencing shaking in their arm. The patient had called back requesting a rep to come out to the facility and do some possible re-programming. The patient had mentioned again that they were on medication and went up from ¿2500 to 5200.¿ the patient mentioned that they were updating the situation and stated that they thought it was the store security gate that ¿triggered it off,¿ but regardless they were able to get their daughter on the phone and they had their dbs programmer. It had shown that the stimulation was off and when they connected, they were able to turn the stimulation back on and increased stimulation from 2.8 to 4.0. However, the patient was still requesting a meeting with a rep. The patient called back and said that a rep had not reached out to them and patient services sent another email to local reps. There were no further complications reported.